Event description:
It was reported the patient had issues with deep brain stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va01uj1, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va03bqa, implanted: (B)(6) 2012, product type lead. (B)(4).